Event description:
New information noted that the patient would only be discharged home on (B)(6) 2018 if the pneumothorax had resolved or if the patient was stable. As the patient was discharged on (B)(6) 2018, the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a pacemaker and two leads implanted. Subsequent to the procedure the patient complained of subscapular pain. A chest x-ray revealed left pneumothorax. A chest tube was placed and the patient was discharged home. A follow-up chest x-ray on (B)(6) 2018 revealed a 2.5cm apical pneumothorax. The patient was then admitted to the hospital for chest tube placement. The patient was followed for three days when the chest tube was removed and the patient was discharged home on (B)(6) 2018. The patient has follow-up visits scheduled. There is no further information available at this time.